Event description:
Reporter alleged the customer obtained the results of about 300 mg/dl and 33 mg/dl on the aviva system compared back to back with the results of 87 mg/dl and 127 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that she gave the customer something to increase his blood glucose levels prior to the last result of 127 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect system used. (B)(4).

Event description:
Ous MDR - it was reported that these leads were explanted due to oversensing. The date of implant was not provided. There were no adverse pt effects reported. Setrox s 53, (B)(4), MDR 1028232-2010-01699.